Event description:
It was reported that the patient had recurring urinary incontinence and a surgical procedure was completed to revise an artificial urinary sphincter. The device had a fluid leak from a hole in the balloon. The patient tried to cycle the device and did not cycle. The procedure was completed successfully.